Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the devices were reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 121887352, lot number 2865273 was manufactured on 17 mar 2009. (B)(4) parts were manufactured per specification. There were no anomalies identified. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon recognized that there was looseness on the patient's right hip joint, osteolysis on the cup of around screws. Also, there was suspected armd because of the liner and the head were sunk. Thus, the revision surgery was performed on (B)(6) 2018 by replacing the liner (p/n: 121887352), the head (p/n: 962712000), the stem (p/n: 900549210) with sleeve (p/n: 550502). There was no corrosion between the liner and the cup however, there was corrosion evidently between the head and the stem. The surgery was completed without any other problems.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.